Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record for the reported lot was performed and revealed no manufacturing nonconformities. It was reported that the plunger was not fully depressed and was pushed twice. It should be noted that the electronic perclose prostyle instructions for use (IFU) states: "do not use excessive force or repeatedly depress the plunger." The IFU violation did not contribute to the reported difficulties. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported needle to cuff miss and subsequent treatment appears to be related to circumstances of the procedure. In this case it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H7 medical device problem code: 2017 / failure to follow steps.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional endovascular treatment procedure with an 8f sheath. Reportedly, the plunger was not depressed with sufficient pressure then the plunger was fully depressed to the device a second time. A cuff miss [suture retrieval issue] occurred. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.